Manufacturer narrative:
Event date unknown. One device was received for evaluation. Visual inspection found the device in used condition. A review of the event history log found a record of 259 'cassette not attached' alarms. Functional testing has verified and duplicated the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attaching issue. There was unknown patient involvement.